Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with approximately 200 units of insulin, and the customer delivered under 100 units of insulin. The customer confirmed a new cartridge would be loaded onto the pump after the call. The customer reported blood glucose level was 450 mg/dl, which the customer confirmed would be addressed by changing the supplies and delivering a correction bolus.